Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual, functional and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified right coronary artery. The patient presented to the hospital experiencing an acute myocardial infarction. Predilatation was performed first with a 1.5x15 mm mini trek balloon. A 3.0x15 mm trek balloon was selected for additional predilation. During inflation of the balloon, the balloon ruptured at 14 atmospheres (atm). A third non-abbott balloon was selected for use; however, this balloon would not cross. Another 3.0x15 mm trek balloon was selected and an attempt was made to inflate the balloon; however, this balloon also ruptured at 14 atm, and inflation was observed to be slow. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: trek, sheath: superflex 6f (medtronic). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other trek balloon catheter referenced is being filed under a separate medwatch MFR number.